Manufacturer narrative:
The reported pneupac® p00d parapac® ventilator was returned for investigation. A battery was received with the device. A review of the device history record for the reported serial number found a previous fault with the device; therefore, the device was tested to the production test procedure. Visual inspection found slight damage to the casing by the battery holder. During functional testing, the devices performance, frequency, flow rate, relief pressure and audible alarm, and the oxygen concentration were all evaluated. Throughout testing, the device was found to function within specification. The unit was then opened for further investigation and testing. Despite passing all tests, the demand valve showed higher sensitivity that expected on oscilloscope; however, the increased sensitivity of the demand valve would not have caused the unit to stop cycling. The demand valve was replaced. Investigation was unable to confirm the complaint and the device was found to operate within specification. (B)(4).

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a pneupac parapac ventilator was hooked up to a patient and they fell into respiratory arrest. Additional information has been requested; if received, a supplemental report will be sent.